Manufacturer narrative:
The actual unit will not be evaluated, was discarded by the hospital staff.

Event description:
International complaint received from baxter (B)(4), reporting while attempting to use (no pt involvement) it was noted the tubing male luer connector came off. Sample involved was discarded by hospital staff.